Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 82 -year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced hematoma and oozing at femoral site following peel away placement. Manual pressure was held for 30min, and hematoma expressed. Hematoma and oozing resolved, two sutures placed and the site was dressed using best practices. Additionally, at start of procedure suction alarms were occurring. Volume was given, alarms unresolved and repositioning of the device was attempted. Patient starting lvedp -1.5. It was stated that the patient may be hypovolemic. Physician decided to change out the cp to another cp device.